Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to "other/non-product experience." More specifically, the leads got tangled in the dialysis catheter. It was noted the leads were working fine prior to explant. It remains unknown if the ra lead will be returned. No additional adverse patient effects were reported.